Event description:
It was reported that prior to an unknown procedure, while pre-loading the device prior to the case, the clips would not seat in the jaws of the instrument. The clips ejected from the device. Another device was opened to perform the procedure. There was no patient consequence.